Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt received recall notification from the surgeon. The pt's cobalt level is elevated. Pt is to schedule appointment for MRI.